Manufacturer narrative:
(B)(4). The asm found that the surgery center indicated there was construction on the floor right above the laser surgical suite and had noticed dust in the laser suite from the construction. It was also mentioned that ansell gloves were used for some of the surgical cases in (B)(6) and possibly for (B)(6) cases. Furthermore there were two new technicians that started in the surgical laser suite. The asm provided training awareness on cleaning techniques/instructions and to follow the protocol of universal cleaning. Furthermore, suggested the ventilation in surgical suite to be changed out. The surgery center indicated there has no more use of ansell gloves used since (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a surgery support, an abbott medical optics (amo) clinical application's support manager (asm) became aware of 5 patients that had experienced diffuse lamellar keratitis (dlk) since (B)(6) 2015. This patient presented with dlk on both eyes (ou) at one day post op exam. The date of discovery was on (B)(6) 2015. Topical steroids were increased and the flap was lifted and rinsed to treat the dlk. The surgery center indicated there is minimal dlk after the surgical intervention performed. This is 5 of 5 reports.